Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal right coronary artery with heavy calcification, pre-dilatation was performed. Multiple attempts were made to advance a 3.0x33 xience prime stent delivery system (sds) but could not cross the lesion. After each attempt, the xience prime sds was removed from the patient anatomy and once outside the anatomy wound and placed in a tray with a syringe attached to the hub. When the xience prime was wound the last time, the proximal shaft kinked and later was noted to have separated distal to the hub. A new xience prime was used to successfully treat the target lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion and against resistance. Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. The failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime japan instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. The IFU also states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] Based on the information reviewed, there is no indication of a product deficiency.